Manufacturer narrative:
An event regarding periprosthetic fracture involving an accolade ii stem was reported. The event was not confirmed. Method & results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Insufficient information was received for review with a clinical consultant. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, x-rays, operative reports and patient medical records would be helpful in investigating this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
It was reported that the patient fell and fractured the proximal femur. The doctor suspected soft bone.

Event description:
It was reported that the patient fell and fractured the proximal femur. The doctor suspected soft bone.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Patient retained implants.